Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was missing pixels and was blurry. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method in insulin therapy.